Event description:
Boston scientific crm received info that this right atrial (ra) lead dislodged and upon attempted repositioning, the helix was unable to be retracted. This lead was explanted and a new lead was successfully implanted. To date no adverse pt effects were reported.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistence during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.